Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists stroke, bleeding, infection (localized, driveline, pump pocket or pseudo pocket), respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient's cause of death was a reenlarge subarachnoid hemorrhage with hydrocephaluspiratory failure. The cause of the subarachnoid hemorrhage was unknown. The patient had not suffered a fall. The patient had been experiencing bacteremia, pancreatitis, respiratory failure, acute hypercarbic respiratory insufficiency, severe protein calorie malnutrition, gut motility issues with need for total parenteral nutrition, pancreatitis, ascites, transaminitis, hyperammonemia, vancomycin-resistant enterococci (vre) bacteremia on 1/2 cultures with repeat cultures sent (B)(6) 2022. There was concern for aspiration pneumonia. The patient was on empiric vancomycin and cefepime. The patient had a history of pneumonia originally with a cough prior to lvad implant and had since had a course of ceftriaxone and doxycycline. The device operated as expected.